Event description:
Continuous glucose monitor failure and dexcom refusing to replace defective sensors leaving patient to go without blood monitoring this is the 6th sensor out of 11 now that have failed this is a serious issue and concern without monitoring blood glucose can be dangerous and life threatening this should be a concern to all diabetic and the fact dexcom refuses to replace or even communicate with patients and their care givers is of great concern this endangers the lives of pts. Reference report: mw5144926, mw5144927, mw5144928, mw5144929, mw5144930.